Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation regarding lead insulation compromised was confirmed by observation of insulation damage consistent with grasping tool damage.

Event description:
Boston scientific received information that this lead brady lead was a part of an attempted implant. Additional information indicated that upon visual inspection of the lead it was noted that the lead insulation was possibly compromised. Out of an abundance of caution, this lead was removed and a new lead was place. The lead was never in service. No adverse patient effects were reported.